Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 lead, implanted: (B)(6) 2013; 407652 lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were chronic high thresholds on the lv (left ventricular) lead, resulting in high lv outputs. Premature battery depletion was also reported. The device and lv lead were explanted and replaced. In the course of revising the lv lead, the atrial lead became dislodged, so it was also explanted and replaced.

Event description:
It was reported that there was a progressive rise in threshold to high levels, noted to be related to the device. The device remains in use. No patient complications have been reported as a result of this event. The device was noted to be part of the product surveillance registry.